Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system would not start up. Review of the system log file showed that error in power tray. Upon troubleshooting fse found that system failed to boot, with no geometry present and the user controls lacking power, the dc module leds were unlit. Upon removing the fan tray, a damaged component was found on the dcps pcb. To resolve the issue, fse replaced fan tray and dc module, restarted the system and checked all leds on dc module would light, signifying power output to all connections. The defective pdu fan tray and dc module was returned to philips for further analysis. The analysis of pdu fantray confirmed the malfunction in the psu4 due to electrical overstress and the cause of pdu dc module failure could not be conclusively determined by the supplier's part analysis. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.